Manufacturer narrative:
(B)(4). Date sent: 4/9/2025. D4 batch #: 323d33. Corrected data: d4 UDI # investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and the jaws and trigger in the close position with a gst60b reload loaded on the device. The reload was received partially fired 1/4. . In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. Please reference the instruction for use for more information. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 323d33, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/3/2025 additional information was requested, and the following was obtained:1. Did the device lock-out (no staples deployed and no cut line started)? 2. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? 3. Or, did the device fully fire and stop during the automatic knife return? The device fired several times and stopped when it ran into a staple line 4. Was there any difficulty opening the device? No 5. If yes, how was the device removed from the patient? 6. If yes, did the jaws eventually open?

Manufacturer narrative:
(B)(4). Date sent: 01/27/2025. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? Or did the device start to deploy staples and cut but could not be completed (partially fire)? Or did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a pancreas procedure, it was observed that stapler was performing then stopped once it hit the stapler line and stopped working. Circulated in a new device to complete the procedure. There was no patient consequences reported nor surgical delay reported. Additional information requested.